Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted low voltage lead implant it was not possible to remove the guidewire from the lead. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.